Manufacturer narrative:
(B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, the ventilator generated alarm for high pressure and failed to deliver adequate tidal volumes. (B)(4).